Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged on electronic assembly. Device had moisture damaged under lcd screen and motor assembly. Device had minor scratched lcd window.

Event description:
Customer reported via phone call that the device was exposed to moisture. Customer's blood glucose was unknown. There was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.